Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: 5054 implantable pacing lead 2009 (B)(6). (B)(4).

Event description:
It was reported that the patient was admitted to the hospital and monitoring found there were frequent premature ventricular contractions. Upon checking the device it was noted that the atrial lead was partially fractured. Bipolar impedance was high, threshold had increased, and p wave sensing had decreased. Oversensing, noise and undersensing were also noted. The lead was programmed unipolar and remains in use. No patient complications have been reported as a result of this event.